Manufacturer narrative:
Continued e1 (phone no.): (B)(6). The events of capsular contracture and lymphadenopathy are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture grade iii and lymphadenopathy.

Event description:
Healthcare professional reported left side adenopathy and periprosthetic shell stage 3 (capsular contracture, baker grade iii), "breast is hard and deformed but no pain". The device has been explanted.